Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury associated with the second clip appears to be related to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The other mitraclip referenced in report is filed under a separate medwatch report.

Event description:
This will be filed to report mitraclip entanglement with the second clip of the procedure, tissue damage, and intervention. It was reported that a patient presented with grade 4 mixed mitral regurgitation, p2/p3 restriction, 11-13mm long posterior leaflet, mitral valve area (mva) > 4cm2, mitral posterior annular calcification, and thin leaflets. During a mitraclip procedure, the first clip was an xtw and was prepped according to IFU. The target was medial a2/p2. The leaflets were grasped and fully closed for a total of three times, and the third grasp and mr reduction was the most satisfactory. Leaflet insertion was satisfactory in all views. After first efaa and before lock line was pulled the posterior mitral leaflet (pml) did not look to be taught/in the clip as it was before. It was confirmed the pml was not in the clip in color view. The leaflet was noted to be torn. The patient was not eligible for surgery, so the clip was placed close to the tear to reduce the mr. Lateral to the original location, the mr reduction was satisfactory. A second xt clip was implanted for stabilization. The clip was aligned, closed and crossed the valve next to the first clip. The clip was opened and leaflets were grasped. Mr was worse with the second clip. It was decided to remove the second clip, however; it could to get back across the valve. The clip became entangled with a predominant anterior chord. Attempts to untangled gently for 2-3 min were unsuccessful. It was decided to place the clip, despite the mr being worse than with only the first clip. There was a possibility the tear worsened from the second clip, or it placed extra tension on the original tear. Before deployment it was noted the first clip was not as secure and appeared to be tilted, but attached to the leaflets. The posterior leaflet appeared to be outside the clip in the long axis view. The first clip likely had made the original tear worse. The final mr was grade 2. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.